Event description:
The hcp reported "itb pump malfunction and relocation of pump." The pump was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.